Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart test, or verify the compromised force sensor alarms or perform the prime test due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test and off no power test. The pump was received with minor scratches on the lcd window, a stained address/serial number label, a loose drive support disk, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked lcd window, a cracked case at the reservoir tube window, cracked battery tube threads, a missing end cap sticker and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 98 mg/dl at the time of incident. The customer's blood glucose was 374 mg/dl at the time of call. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.